Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator was implanted on (B)(6) 2015 at device check on (B)(6) 2015 premature battery depletion was noted. There was no adverse consequence to the patient. The patient has been monitored without reports of therapy. No intervention had been reported.